Event description:
The physician reports performing cataract surgery with implantation of 8u175 intraocular lens. Two days postoperatively, the lens was explanted and a vitrectomy was performed. Add'l info has been requested, but not yet received. Should add'l info be provided a supplemental report will be submitted to FDA.

Manufacturer narrative:
(B)(4).